Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to tubing breakage. There was a crack in the tubing found during surgery. Starting at the beginning of september the patient felt there was a lack of flow. The patient was implanted with a new ipp pump.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to tubing breakage. There was a crack in the tubing found during surgery. Starting at the beginning of september the patient felt there was a lack of flow. The patient was implanted with a new ipp pump.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to tubing breakage. There was a crack in the tubing found during surgery. Starting at the beginning of september the patient felt there was a lack of flow. The patient was implanted with a new ipp pump.